Event description:
(B)(4). It is very difficult to pinpoint exact dates and times symptoms actually occurred as most symptoms have had quite a gradual onset. Most concerning symptoms are : vertigo, dizziness, ringing in ears, muscle spasms, brain fog, almost immediate cease of menses, brain fog, extreme fatigue, lack of libido. Most recently I have had an MRI of my brain ((B)(6) 2015) nothing other than normal age related changes was discovered by the MRI.